Event description:
During the sacroiliac joint fusion, the surgeon was tightening the screw using the hand ratchet tool and noticed the tip of the tool broke during the screw insertion.what was the original intended procedure?sacroiliac joint fusion.